Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No procode, common device name, unique device identification (UDI) and/or 510k provided as this device is not released for distribution in the united states. A medtronic representative went to the site to test the equipment. The representative reported that the positioning sensor unit (psu) of the navigation system had a small amount of dirt on the camera lens. Following cleaning of the lens, the system functioned as designed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a spinal fusion, the patient reference frame could not be recognized by the navigation system. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome. There was no reported delay to the procedure due to this issue. No additional information was provided.